Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. A 130cm direxion fathom-16 system was selected for use. During unpacking, it was noted that the outer layer of the catheter was fractured exposing the inner layer of the catheter. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated 3.5mm - 6.5cm from the strain relief. The inner lumen shaft was kinked at the location of the shaft separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred a 130cm direxion fathom-16 system was selected for use. During unpacking, it was noted that the outer layer of the catheter was fractured exposing the inner layer of the catheter. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.